Event description:
On 12/29/2021, it was reported by a arthrex employee via email that a ar-4501 meniscal cinch pulled out of implantation site. This was discovered during a meniscus repair on (B)(6) 2021. After the first anchor was deployed and successfully implanted, the tip of the inserter got stuck when attempting to deploy the second anchor. The surgeon attempted once more by pushing the tip of the inserter until finally, anchor deployed and was implanted successfully. However, when pulling the sutures, to tighten, both of the anchors pulled out of implantation site. A new product was opened and case was completed successfully without further issues. Additional information received 1/14/2022: surgeon was able to complete procedure using another ar-4501 meniscal cinch ii from lot number f155053.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.